Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1970ml, indicating the home patient (hp) drained 1970ml more than their programmed fill volume. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Correction: the initial medwatch contained the incorrect ultrafiltration information and did not include the drain volume. The patient's drain volume was 3152ml and the programmed fill volume was 1800ml. Additional information: product surveillance contacted the nurse on (B)(6) 2011 regarding the iipv found during evaluation. According to the nurse, the patient did not report any symptoms of overfill. The patient has resumed therapy and has not had any further issues. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the reported condition. Labeling review was found to be adequate for the use error identified in this event. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).